Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that according to a physician involved with the case the event was ¿not related to any quality problem¿ with the products involved and instead the cause of the issue was ¿the position of the extension placed in the surgery.¿

Event description:
Yin, s., jin, w., de salles, a. Occipital-device-related pain as a complication of deep brain stimulation. British journal of neurosurgery. 2015 feb 7 2015:1-3. Summary: deep brain stimulation is an established treatment for movement disorders. We reported 4 patients (1.3%) of postoperative occipital headache related to the placement of the connection among 309 patients from 1998 to 2008. The patients were treated successfully by repositioning the connector into a groove created in the bone. Reported event one (B)(6) female patient with left side deep brain stimulation (dbs) for cerebral palsy experienced post-operative occipital neuralgia considered to be caused by the placement of the connector wire. The patient reportedly had a unilateral retro-auricular headache in the location where the connector was implanted first occurring 4.5 months after implant. The patient did not experience infection or inflammation in the location of the connector wire and had no history of headache before the dbs operation. The reporter stated that the connector and wire were found to have drifted from the original operation site; the migration of the connector was noted to be ¿moderate.¿ the patient underwent surgical revision as a result. A high-speed drill was used to make a depression in the bone to completely cradle the connection system. Once this was completely molded and prepared, the connection system was placed inside the groove. The wires of the deep brain stimulator were completely connected during the surgery. The connector was then sutured to the fascia. The re-operation was performed 5.5 months after initial dbs system implantation, and within 1 month after the report of occipital pain. The reporter stated that it was likely that scar tissue forming around the connector interfered with the branches of the occipital nerves; when the connector migrated, the nerve branch was pulled, thus causing pain. The patient may have had irritation of the branches of the greater and/or lesser occipital nerve, resulting in pain near the connector. It was noted that there was no damage to the connector wire found. The patient¿s pain was reportedly relieved soon after the connector was replaced into the groove in the skull. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received. See attached literature article.

Manufacturer narrative:
Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about patient information and additional information regarding the reported events. The device was used for an off label indication as it was implanted for cerebral palsy. Concomitant production: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, lot # unknown, product type extension. (B)(4).